Event description:
The manufacturer received information alleging the power cable of the trilogy 202 ventilator, international has broken. There was no allegation of harm or injury reported. During onsite service of the trilogy 202 ventilator, international device the customer's complaint was confirmed. The broken power cord was replaced. The necessary checks have been carried out to certify the correct operation of the equipment. The technician documented to the customer in order to ensure proper operation of the equipment, we recommend that you use only philips-approved accessories and consumables.